Event description:
It was reported that, the obturator of a trigen tray broke. It is unknown when the event happened or if a patient was involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device was returned for evaluation. A visual inspection confirms the device is broken in two pieces. The top of the obturator is removed from the rod. The obturator shows signs of wear. The manufacture date of the device is unknown. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. A review of the device history records for the listed batch did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
B5: additional information.

Event description:
It was reported that, during cleaning process after the surgery the obturator of a trigen tray broke. Incident occurred after the procedure; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.